Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via manufacturer representative having upper back pain near where the leads were placed when stimulation was on. The consumer was implanted for pain in the low back, hips, and legs. The consumer was originally programmed with a tripole configuration; 0-3 gets right, 4-7 gets left, and 8-15 gets mostly left. The representative reprogrammed the device by adding 5 new groups; a had 2 programs (1-left and 2-right), b through e are hd on octad only. The representative instructed the consumer on expectations and recharging. An impedance test was done finding several contacts (1, 8, 10, 12, and 13) were out of range and programmed around. Besides reprogramming, no further course of action was planned at this time and the issue was noted as resolved. Indication for use included spinal pain.